Event description:
The contact is with family medicine and is calling on behalf of the customer. The customer got the meter two days ago. She was to perform testing and then come in so the office could check her results. The contact found the meter was set in mmol/l. Customer service helped the contact correctly set the date, time and units of measure. The contact performed a blood test on the patient and felt the result was correct.